Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: evaluation revealed a cracked battery compartment. A test battery cap was able to fully tighten on to the pump with no power loss. No evidence of moisture damage was found in the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery compartment crack remained unresolved with troubleshooting.